Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, h2, h3, h4, h6 and h11. The device was not returned to the regional service center for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer¿s allegation, since the image was blacked out and blackout occurred is cause not established. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Event description:
It was reported that the image from the subject device was blacked out. The blackout occurred when the scope connector, connected to the light source device, was subjected to force in any direction (up, down, left, or right). The issue was discovered during a diagnostic endoscopy procedure. There were no reports of patient harm

Manufacturer narrative:
E1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.